Manufacturer narrative:
24-jun-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Square part of dual brush head fell off - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via phone stated that the square part of the oral-b dual toothbrush head fell off. No injury was reported. 24-jun-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return

Event description:
Square part of dual brush head fell off - oral-b [device breakage] case narrative: consumer via phone stated that the square part of the oral-b dual toothbrush head fell off. No injury was reported.